Event description:
This is an aggregated report communicating several incidents as typified by one in particular. From our staff report "I received report on the patient at 2300 (pod (postoperative day) 0 CABG on insulin gtt (drip) and dilaudid pca). The patient had no history of diabetes, but looking back on labs, blood sugars had been increasing since 1800 and were still uncontrolled (the patient was getting 6.3 units/hr). Also his pain was totally uncontrolled despite pushing his pca button. During my initial assessment, it looked like blood was backing up from his introducer into the trifurcated extension set (despite ns at 30ml/hr). I looked more closely at the extension tubing (as I have seen problems with it before) and noticed fluid was dripping out of the extension set and onto his gown. I turned the stopcock off to the patient (to switch to another extension tubing) and none of the pumps alarmed, which further supported my suspicion that the patient was not getting any of his IV insulin or dilaudid. This is highly dangerous, especially if he had been on vasopressors or had been a diabetic. Now that he is getting his insulin and dilaudid his sugars have decreased quickly and his pain is well controlled. I do not know if other nurses are reporting these incidents, but I have personally seen this exact issue 3 times before when in the room with another nurse-his/her patient." Manufacturer response for triple lumen IV extension set, 7" microbore trifurcated extension set (per site reporter): letter received from (B)(4) confirming receipt of the product incident report and committing to an investigation of the nonconformance.